Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an adverse event occurred. The patient¿s mother reported the patient had three sensors that on day 5 or 6 of the sensor session, the continuous glucose monitor (cgm) to blood glucose (bg) values would be 40 ¿ 100 mg/dl different. They would recalibrate the sensors but would continually receive a recalibration message until finally, the sensor would fail and the cgm would freeze and not provide any values. A sensor was inserted into arm, which is off-label usage, on (B)(6) 2019. On (B)(6) 2019 during the night, the patient woke feeling bad, her bg was tested and was 41 mg/dl. The cgm had shut off during the night because of the sensor failure issue. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.